Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an alarm indicating air bubbles that were not present in the circuit. The screen becomes totally black, making it impossible to read the values despite the battery being fully charged. The issue occurred 2-3 hours after the infusion started. There was no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was unable to duplicate the reported problem. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.